Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer experienced blood glucose level 333 mg/dl. Customer stated that the cannula was bent. Customer was treated with insulin pump. Customer reports they did receive a calibration not accepted alert. Customer reports they did receive a sensor updating or sensor glucose not available alert. The insulin pump will be returned for analysis.